Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during elective large loop excision of the transformation zone (lletz) of cervix, a section of the loop was missing. The remains of the loop was not found even after thorough examination of the vagina and x-ray of the pelvix was performed.